Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00366 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the filter fractured and a piece fell off by the s2 joint, was tilted and the patient had blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient also reports to be suffering from overall chronic pain, discomfort to the right leg and back and pulmonary vascular disease. According to the medical records, the patient had a history of right leg deep vein thrombosis (dvt), recurrent pulmonary emboli (pe) despite adequate anticoagulation and shortness of breath, prior to the filter implantation. The filter was successfully deployed at the origin of the right common iliac vein. The patient tolerated the index procedure well and left recovery in stable condition.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of right leg deep vein thrombosis (dvt), recurrent pulmonary emboli (pe) despite adequate anticoagulation and shortness of breath, prior to the filter implantation. The filter was successfully deployed at the origin of the right common iliac vein. The patient tolerated the index procedure well and left recovery in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the filter fractured and a piece fell off by the s2 joint, was tilted and the patient had blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient also reports to be suffering from overall chronic pain, discomfort to the right leg and back and pulmonary vascular disease. The filter remains implanted; thus, unavailable for analysis. As the product was not returned for analysis and the sterile lot number has not been provided no device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt, fracture/separated and migration could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture, tilt and migration are potential complications of the trapease ivc filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.